Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During ipg replacement it was found the lead had impedance issues. The physician explanted and replaced the extensions resolving the impedance issue. The ipg replacement was reported in MDR-2025-07429. Effective therapy was restored post-operatively.